Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the provided picture and video showed blood leakage at the level of the access post pump pod. The reported condition of leak was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex set, a leakage was observed. Treatment was immediately stopped, and the filter was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.